Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, an evaluation of the device, a review of the device history record (DHR), and a review of the instructions for use (IFU) was conducted. An olympus field service engineer (fse) was dispatched to service the device. The fse confirmed the user report. The fse found the grey channel port was damaged and replaced the component. The equipment was repaired and verified according to the original equipment manufacturer's instructions. The DHR review did not identify any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause was traced to user handling. The connector may have been broken due to stress from user handling over time or due to the user impacting the connector with a hard object. The IFU contains the following statements that may help identify the reported issue: "check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus field service engineer (fse) will be dispatched to service the device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that when they removed the scope connector from the grey connector of the endoscope reprocessor, the entire grey connector came off and exposed the spring. There was no patient involvement in this event. No other information was provided.